Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a 2.2cm stone within the patient's common bile duct was grasped using the trapezoid rx lithotripter compatible basket. An attempt was made to crush the stone using the alliance ii handle, but the stone would not crush nor would the tip pop off the end of the basket. Reportedly, the rx lithotripter basket was cut and an olympus lithotripter was inserted and used to crush the stone that was within the trapezoid rx lithotripter basket. Some stone fragments were removed with the baskets and afterwards an rx extractor balloon was used to remove the remaining stone fragments. An rx biliary stent was then temporarily placed within the common bile duct for drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Concomitant medical products: alliance ii handle, olympus lithotripter, rx extractor balloon. (B)(4). Tip won't detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).